Event description:
The distributor reported that the needle holder was broken after using it twice.

Manufacturer narrative:
A fragment of the working part was broken and the fracture surface of the remaining part shows homogenous appearance in terms of an intercrystalline forced rupture caused by stress crack corrosion. The investigations revealed that the observed event was a result of prolonged contact of the instrument with the water solution due to insufficient or improper cleaning. Rust/corrosion was also present on the surface of the returned instrument. Indications for material or mfg related problems were not found during investigation.